Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-nov-2022 to 23-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis medstation es system was unable to login for medications. A technical support specialist closed the case as there was no response from the customer.

Event description:
It was reported by the customer that a bd pyxis medstation es system screen froze and prevented the user from login for accessing medications. Also stated that issue continued after the reboot of the system. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation system unable to login to get medications. The customer stated that user attempts to enter the username, the screen becomes unresponsive, preventing any further typing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to login the station to get meds. A technical support specialist reached out to customer to investigate, but no response received. The system was functional as intended.